Event description:
Country of complaint: (B)(6). Polyaxial insert displacement was identified to two screws in the operation. Screw one: the surgeon became aware of the insert displacement after placing the screw in the vertebra. He immediately set the insert back into its original position. Screw two: insert displacement came to the attention of the surgeon when he was attempting to connect a screwdriver into the screw. The surgeon replaced this screw with a brand new one. No health hazard. No extended operation time.

Manufacturer narrative:
Evaluation notes: the complaint sample available is screw 2. Screw 1 was used, hence, not available. The device history records (lot 51755751) has been checked and were found to be according to the specification, valid at the time of production. There are no indications for a manufacturing or material defect.